Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was returned and analysis was performed, dislodgment allegation was confirmed and electrical allegations were not confirmed. Insulation damage was discovered most likely due to explant with electrocautery. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited a dislodgement loss of capture and high thresholds. No additional adverse patient effects were reported.